Event description:
¿Malicious neoplasms of the breast¿ were reported but not considered device related.

Manufacturer narrative:
Device evaluation: the device related to the reported event of anxiety-product/procedure, rupture and cancer breast-ndr was received on (B)(6) 2020 with lot number 3016537. Visual analysis of the returned device identified: underweight, opening curved, crease fold. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening and sharp edge opening in the same edge assessed as unidentified tear opening and missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp edge opening with non-penetrating nicks due to surgical impact. -non-penetrating nicks. - a sharp opening on posterior due to an unidentified (tear) opening. -missing piece of the shell assessed as inconclusive. Additional, changed, and/or corrected data: b.5, d.10, g.1, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "psychological anxiety" and rupture. The has been explanted.